Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was not feeling well and it seemed their machine was not working for them. No further complications were reported as a result of this event.